Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. Upon analysis, it was reported that: the distal conductor was distorted and fractured, the helix/lobe was distorted/bent, and there was deformation/fracture in 5cm proximal section of the inner coil causing extension problems.

Event description:
It was reported that during the implant procedure, the lead could not be rotated back. The lead was not implanted. No patient complications were reported as a result of this event.